Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer had alleged that the insulin pump was over delivering. Customer had experienced low blood glucose level of 64 mg/dl and was treated with food. Customer also reported that the retainer ring was not there. There was physical damage to the insulin pump's retainer ring and the reservoir was not able to lock in place when inserted into insulin pump. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis. Reservoir will not be returned for analysis.